Event description:
Hamilton co was informed in 2003 of an event that occurred in 2003, in which the hamilton microblab at +2 instrument reportedly failed to pipette reagent and did not generate an error message. No death or injury resulted from this event.